Manufacturer narrative:
Na

Event description:
According to the information provided, the cannula tip broke off inside the patient. Without the return of the product, pe was unable to perform an evaluation on the device. Therefore, no corrective action is warranted at this time. Should the product become available to pe, this complaint will be reevaluated at that time. No patient injury was reported.